Event description:
It was reported that the atrial lead warning triggered, and the atrial lead exhibited low impedances and noise. Additionally, the patient complained of pocket stimulation during device interrogation and lead testing. The lead sensitivity was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: concomitant products 4011 implantable pacing lead - (B)(6) 1988. (B)(4).